Event description:
It was reported that poor sensing was observed on the right ventricular (rv) lead. High thresholds were noted on the right atrial (ra) lead. The rv and ra leads were explanted and replaced. During the procedure, attempts were made to implant a left ventricular (lv) lead. The lv lead did not remain stable in the vein and dislodged during the procedure. A different lv lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism and sleeve head. The inner tubing was kinked/buckled and apparent explant damage was noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted and blood/body fluid was noted on it (not obstructed). Blood was noted in/on the helix/lobe mechanism and sleeve head. The outer insulation was breached cut and apparent explant damage was noted.